Event description:
A malfunction alarm occurred with the code malf 12. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl (27.7 mmol/l). The customer contacted technical support, who provided information to reset the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arise.